Event description:
I think the essure device has caused a lot of neurological issues. Over the last four months I have been experiencing headaches, vertigo, ringing in ears, blurred vision, floaters, pelvic pain, tremors, numbness in the extremities, brain fog, confusion, muscle weakness and anxiety. I've been to the ER twice and a nurse practitioner four times, ent twice, have had an eeg test, blood work done, CT scan, and MRI and everything has came up fine. I'm going to see an allergist soon because I believe I have a nickel allergy and think the essure has cause some kind of autoimmune disease. I just had the coils removed (B)(6) 2016. I have yet to see any improvement. I go back to the ent on (B)(6) and I will be asking for a referral to the neurologist.